Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the hospital reported that ten circuits were cracked, however, no circuits were returned to fisher & paykel healthcare for evaluation. An investigation was carried out based on information provided by the customer. Results: follow-up information provided stated that the evaqua film on the circuits had been cracked/torn. A lot check revealed no other complaints of this nature for lot number 080319. Conclusion: without the return of the circuits for investigation, we are unable to determine the root cause of the reported damage. The key difference between fisher & paykel healthcare's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production. The complaint circuits are close to three years old; it is likely that the circuits were damaged during transport or storage. (B)(4).

Event description:
A hospital in (B)(6) reported that ten rt340 breathing circuits were cracked. The damage was found prior to patient use.